Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced significant blood glucose fluctuations while using the ilet system, with episodes of both low and high glucose; the caregiver contacted support, and education and troubleshooting were provided, including guidance on use of oral glucose for lows. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included review of reported use and troubleshooting steps. Investigation of this case revealed no confirmed device malfunction based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.